Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device was skipping over patient's skin. The event occurred during surgery and no harm reported. Or manager says it was a new fellow using the device and was ¿user error¿. An alternate device was used to complete the procedure.

Event description:
No additional information is available.

Manufacturer narrative:
(B)(4). On (B)(6) 2018, it was reported that the device was skipping over patient's skin. The customer returned an air dermatome device, serial number (B)(4) for evaluation. The customer also returned a hose for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. Product review of the air dermatome on (B)(6) 2018 revealed that the spring seal needed adjusted for smoother operation. The neck was also damaged. The calibration was within specifications. The motor speed was within specifications and the control bar was in the correct position. The width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the thickness lever, neck, bearings, seal and retaining ring, and o-ring. Air dermatome, serial number (B)(4) was then tested and functioned properly. It was repaired, inspected and tested per zimmer biomet procedures. The reported event was confirmed since during product review by zimmer biomet surgical it was noted that the customer admitted to the event being caused due to use error. The root cause of the reported event was due to the user error caused by the inexperienced operator. The instructions for use (IFU) 'zimmer air dermatome instruction manual' page number 2 indicates that to avoid serious injury to the patient and operating staff while the zimmer air dermatome is in use, the user must be thoroughly familiar with its function, applicable and instructions for use. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.